Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Delivery anomaly-possible over delivery not confirmed. The pump's basal profile was set to 0.0 unit and monitored for 2 days. The pump's daily total was 0.0 unit for the 2 days. No unexpected pump delivery anomaly noted. No pump over delivery anomaly noted. The pump also passed the displacement test and the displacement accuracy test. No motor displacement anomaly noted. [(Please see the attached email for mark freger's detailed analysis) per freger, mark ¿ r&d engineer conclusion: cl1 algorithm for the event day behaved as expected ¿ pump did not deliver insulin when sg was below 80 mg/dl. So, the allegation that pump delivered insulin when customer experienced low sg was not correct.] The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 06-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 06-mar-2025 in the pump history file and found 2 lost sensor alerts on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the insulin pump continuously gave boluses when the customer hit low limit. The event involved product(s) mmt-1884. Troubleshooting was declined by the customer for low blood glucose event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.